Manufacturer narrative:
The complaint of no flow/can't prime on item 011-mc330620 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device has not yet been received, upon receiving the device, an investigation will be completed. When complete, then a supplemental MDR will be submitted.

Event description:
An event involved an admin set w/flow controller, 2 clave¿ clear experienced no flow. The reporter stated that, they are having problems again with the 011-mc330620. The problem now is that the chamber is filled with liquid, but the liquid does not flow any further and remains in the chamber. It was unknown if the product is available for evaluation. There was unknown patient involvement and unknown patient harm noted. Update 1: the status of the product at the time of event was new and the product was sterile. There was no cuts, holes or defects noted on the product. There was patient involved but there was no patient harm noted.